Event description:
The customer reported a failure to pace during use on a patient.

Manufacturer narrative:
The customer reported a failure to pace during use on a patient. The customer's biomedical engineer tested both devices that were used in the event, but he was unable to duplicate the symptom. Both devices passed all testing. The staff did not save strips from the event. The customer's biomed stated that the device was not a factor in the patient outcome. Based solely on the customer's report, we are considering this a malfunction. We are unable to determine the cause of this issue based on the available information.